Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that her insulin pump crashed. Customer was trying to change some settings and the window froze. Customer reported that none of the buttons are working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to flattened button dome switch. No frozen display during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.